Manufacturer narrative:
Additional device product codes: mni, nkb, kwp, kwq. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 6.2mm ti click'x® pedicle screw dual core 40mm thread length (part # 498.562v, lot # unknown, quantity 2), ti 3-d head for ti click¿x screws (part # 498.571v, lot # unknown, quantity 2), ti click'x locking cap for ti 3-d head (part # 498.570v, lot # unknown, quantity 2)

Manufacturer narrative:
Patient identifier and weight not available for reporting. (B)(4) lot number unknown. It is not known if device was explanted during this procedure. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an initial surgery for lumbar canal stenosis at l3-l5 using the click x system on (B)(6) 2013. Initial surgery was completed successfully. On unknown date patient was diagnosed with adjacent level disc disease. It is not known if it was above or below the construct. Patient was returned to surgery on (B)(6) 2017 where surgeon intended to replace the screw with a new screw. While attempting to remove the screw from l4 left, the locking cap was stripped preventing surgeon from removing the screw. Surgeon attempted to cut the rod but the rod cutter broke. Surgery was delayed approximately 60 minutes when surgeon opted to close the incision. Another revision surgery is scheduled for (B)(6) 2017. It is not known if this procedure has taken place. Intraoperative events are addressed in (B)(4). This report addresses the revision due to adjacent level disc disease. This report is for one (1) 6.2 mm click x pedicle screw. This report is 4 of 14 for (B)(4).